Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided information on future troubleshooting. The customer was advised to continue using the pump and to contact technical support if the malfunction code appears again.